Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: visual analysis of the image sent to ethicon for evaluation determined that a apparently detached needle could be observed, the image is not clear to determine the failure mode. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure: unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Please describe any medical/surgical intervention required for this suture event including dates and results. The bedside x-ray examination in pelvic showed that the needle is located in the deep part of the wound. After relaxed, the patient assisted the doctor to remove the needle in the muscle layer, checked that the needle is complete, and the patient had no other discomfort. What is the physician¿s opinion as to the etiology of or contributing factors to this event? This event is due to needle pull off. What is the patient's current status? After returning to the ward, patient's complained of pain and no other adverse reactions. Lot number? Ar1015. If applicable, will product be returned? If so, please provide the return date and tracking information. No product be returned. How long was the surgery delayed? About 2 hours. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. Was the post-operative care changed due to this event? Please specify. Unknown.

Event description:
It was reported that a patient underwent a lateral episiotomy surgery on (B)(6) 2022 and suture was used. During the procedure, pull off suture needle occurred and the needle fell into patient during sewing vaginal mucosa. The surgeon tried to take out the needle by hand, but it was not found after a long time of touching. Then x-ray was used to look for it, and the patient was given intravenous anesthesia for 2 hours to remove the needle. The bedside x-ray examination in pelvic showed that the needle was located in the deep part of the wound. After relaxed, the patient assisted the doctor to remove the needle in the muscle layer, checked that the needle is complete, and the patient had no other discomfort. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/8/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3 investigation summary: visual analysis of the image sent for evaluation determined that a apparently detached needle could be observed, the image is not clear to determine the failure mode. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: according to the sales rep, the event date update to be (B)(6) 2022. Corrected b5 narrative: it was reported that a patient underwent a lateral episiotomy surgery on (B)(6) 2022 and suture was used. During the procedure, pull off suture needle occurred and the needle fell into patient during sewing vaginal mucosa. The surgeon tried to take out the needle by hand, but it was not found after a long time of touching. Then x-ray was used to look for it, and the patient was given intravenous anesthesia for 2 hours to remove the needle. The bedside x-ray examination in pelvic showed that the needle was located in the deep part of the wound. After relaxed, the patient assisted the doctor to remove the needle in the muscle layer, checked that the needle is complete, and the patient had no other discomfort.